Event description:
Pt reports corneal ulcer. Attempts to contact the pt and the ecp have been made for more info with no reply to date. This is being filed as unconfirmed corneal ulcer.

Manufacturer narrative:
This is being filed as unconfirmed corneal ulcer. This report is related to (B)(4) 9614392-2012-00021. Method: no examination of device were provided which could indicate if the device caused or contributed to the incident. Result: there is no direct causal relationship established between the medical device and the incident. Conclusion: no conclusion can be drawn.